Event description:
According to available information, this device was explanted and replaced due to a cylinder leak. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. The information received indicated the device had a malfunction of the pump exhaust tubing, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. Because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.